Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Account manager on behalf of the facility reported that a consumer was diagnosed with a corneal ulcer after using trials contact lens for three or four days. The current status of the consumer's eye is not known at the time of this report. No additional information regarding the event or product is known at this time. Additional information has been requested but not yet received.

Manufacturer narrative:
Additional information provided in e.1. H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).